Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving fe ntanyl, at a concentration of 5000mcg/ml and a dosage of 400.5mcg/day, and droperidol, at a concentration of 75mcg/ml and an unknown dosage, via an implantable infusion pump. It was reported that the patient was undergoing pump replacement due to elective replacement indicator (eri). Prior to starting surgery, the hcp accessed the side port and was unable to aspirate any fluid. The patient had stated pre-operatively that the pump had been managing their pain and denied volume discrepancies, withdrawal symptoms, unmanaged pain, etc. The hcp initially elected to only replace the pump. The hcp removed the pump and then wanted to remove a portion of the pump segment of the catheter. The pump segment of the catheter was then cut, and the hcp attempted to aspirate the catheter and was unsuccessful. The pump was primed on the back table and a new catheter pump segment was handed off. The rep instructed that this new piece of catheter would not have medication in it and the provided steps to take to ensure medicine in the line. The hcp elected not to prime this section of the catheter prior to implant stating that the gap in medication delivery would only be a few hours and they were comfortable with that. The new catheter pump segment was trimmed and attached to the spinal segment of the existing catheter and then the pump was attached. The pump was placed in the pocket, the pocket was irrigated, and the hcp sutured the pocket closed. The issue was resolved at the time of the report and the hcp had no further information.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2021, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 05-apr-2023, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting the pump segment of the 8780 catheter that was explanted was discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.